Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient underwent a breast reconstruction procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including inflammatory issues, pain, neck pain, head pain, shortness of breath, brain fog, hair loss, gastrointestinal issues, and migraines that slowly got worse. The patient stated that she was tested for various autoimmune illnesses, but all test results were negative. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation. The patient reports that her symptoms have gotten better post-explantation. This medwatch report is for the 1st of two gel breast prostheses.